Event description:
User participated once in a clinic day session on (B)(6) 2016. During session, stood up, walked a few steps had a great session. Later that day felt pain in her left ankle. She went to see the doctor 4 days later (approximately (B)(6) 2016). No imaging taken, but it was prescribed and strongly recommended by doctor. Patient was discharged against medical advice. Swelling didn't change, no treatment provided by patient choice.